Event description:
It was reported that the rv lead was fractured. The patient was seen in clinic and admitted to the hospital where tachy therapy was turned off. On (B)(6) 2019, the lead was explanted and replaced. The patient condition was stable before during and after the case.

Manufacturer narrative:
The reported events of fracture and high pacing impedance were confirmed. As received, a partial lead was noted at 38.5 cm from distal tip. All four filars of the inner coil were fractured distal to suture sleeve tie region. The cause of the reported events was due to fractured inner coil.

Event description:
New information notes that high impedance on the pace sense portion of lead was also observed. The patient condition is stable.

Manufacturer narrative:
Correction: returned to manufacturer.